Event description:
I was not properly notified or informed as well as cut off from medical care treatment, as well as any checkups shortly after getting the device. I was not properly informed about the risk as well as was told it was reversible, and I wouldn't have to have a hysterectomy; I reported problems within weeks after getting the device procedure done and was disregarded, and knowingly ignored even to date with medicaid has caused me over 75 miscarriages, as well as multiple life threatening medical conditions and problems. I have logged two different medical board complaints, one on doctor who did the procedure as well as the primary care doctor. I've had listed for over a year and not one appointment definitely not from lack of trying. I've contacted everyone regarding this. I will not be silenced this device cuts through the egg after it's already conceived with that already has a soul death was never meant to be put in the hands of are doctors that are gifts from god to give life prolong, life save lifes and make are passing easier this is a absolute outrage this is not even a sprinkle of documentation and factual statements and information regarding this let me heal this nation as god intended intends and is god will please and thank you. Contact ted (B)(6) abbott. The united states president etc. God bless. Ensure as well it's the same does the same thing.